Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient was returned to the operating room (or) on (B)(6) 2019. The patient was placed on a step-down unit and discharged. The account reported noticeable oozing from the surgical site. The patient's white blood cell count was elevated. The patient was brought back to the or for a washout and debridement. Upon opening the chest cavity, pus was discovered inside the chest area. The patient was then transferred to the intensive care unit (ICU). No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.